Event description:
Noted that tpn tubing connected to pcvc was leaking at y-site. Provider notified, new ivf ordered, and problematic tubing saved for review. Central line broken into to hang new fluid and tubing. Manufacturer response for IV tubing, IV tubing (per site reporter) ongoing issue.